Event description:
The account stated that the architect c8000 analyzer has generated discrepant potassium results on several patient samples. On patient #3, the initial result was 6.27 mmol/l and the retest result was 3.74 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: erratic potassium results. Erratic potassium results and o-ring in r1 syringe. Review of the complaint text indicates the customer observed discrepant potassium results generated by the architect c8000 on (B)(6) 2009. The integrated chip technology (ict) module was last replaced on (B)(6) 2009 and the sample probe was replaced during instrument maintenance in (B)(6) 2008. The customer was not performing the precision study as instructed by the sales representative, because the customer was running amylase along with potassium. The customer then performed the study with only potassium. There was no carryover of the amylase reagent from the reagent pipettor. During the syringe maintenance of the r1 syringe, the o-ring sealing was damaged and there was evidence of air bubbles or foam in the syringe. Once the o-ring sealing was replaced, the syringe was performing as intended. No additional erratic potassium results were reported after the component replacement of the o-ring sealing. The architect system operations manual (B)(4): section 7, operational precautions and limitations, limitations of result interpretation states; assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 9: service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify probes. Section 10, troubleshooting and diagnostics, observed problems, erratic results (c system) lists the probable causes and corrective actions for erroneous results. In the clinical chemistry integrated chip technology sodium potassium chloride (ict na+, k+ cl-) reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. Fibrin clots may subsequently form in these sera and the clots could cause erroneous test results. Multiple myeloma samples are known to give low results on diluted ise systems due to the high level of protein present in the sample. The probable cause of the erratic potassium results was the leaking r1 syringe caused by the damaged o-ring sealing. This is the final report.